Event description:
Customer called to report a bloody leak of approximately 3 to 5 cubic centimeters under the chamber assembly of the unicel dxh 800 coulter cellular analysis system. The field service engineer (fse) inspected the instrument and determined that the source of the leak was diluted blood from underneath the mixing chamber area. The mixing chamber area contains the nrbc (nucleated red blood cell), diff (differential), retic (reticulocytes), and staining chambers. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak is unknown. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The fse was unable to determine the root cause of the leak, but verified that the instrument was performing within specifications. Customer has not called back to report any further issues relating to this event. ((B)(4)).